Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they noticed about 8 days after implant their stimulator worked but they had 10-15 bowel movements per day. Pt said after that they tried every program for a week at a time, each would start off fine for the first 3 days then- boom, same result. Pt said they met with the rep and did lots of tests and had a colonoscopy. Pt said their stimulator has been turned off for a couple of months now and they have been working with a new doctor in the same practice, who works with bowel and they have been trying a new procedure with acupressure and a needle and the same issue of 10-15 bowel movements happens when the needle is placed on the left side for the new procedure. Pt said their ins is on the left side. The patient was redirected to their healthcare provider to further address the issue. No device issues were reported. Additional information was received from the patient. They reported that they were going to have the stimulator removed. They stated it helped their bladder, but caused horrific bowel issues. On every program they had 15 bowels per day. It was noted this started 12-14 days in, each program they switched to they would start on the 9th or 10th day.